Event description:
It was reported that the patient was having difficulty charging the ipg due to the location of the pocket. The patient underwent a revision procedure wherein the ipg was relocated and was replaced. The explanted ipg will not be returned, and the patient was doing well postoperatively.